Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient¿s test data indicated impedance issues. Revision surgery is scheduled.

Manufacturer narrative:
The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silastic overmold on the top cover, fantail and the electrode. In addition, the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The device passed some of the electrical tests and mechanical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra device is no longer distributed. However, the residual gas analysis (rga) test was compromised while attempting to measure internal gas composition. Based off of helium leak testing, dye penetrant testing, internal visual inspection and the presence of moisture getter, it is determined that this device was hermetic. This is the final report.